Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a small rash under the left ECG electrode. During a follow-up the wife reported that the area had developed blisters that had opened. During a follow up the patient reported that his doctor recommended applying cornstarch to the area and the rash had healed. There was no alleged device malfunction.